Event description:
Per additional information provided: on (B)(6) 2014 ¿ patient was diagnosed with ventral incisional hernia thereby underwent laparoscopic repair with implant of composix lp mesh (device 1) and ventrio mesh (device 2). Per operative notes, ¿the defect was measured, and an oval composix lp mesh (device 1) was placed and sutured into the abdominal cavity. A ventrio mesh (device 2) was placed for additional coverage to cover the lower edge of the defect.¿ on (B)(6) 2016 ¿ patient had mesh migration, hernia recurrence thereby underwent open repair with removal of meshes (device 1 and device 2). Per operative notes, ¿the hernia sac which contained a wadded up matted large mesh (device 1 and device 2) adherent to bowel walls and omentum. Adhesions were lysed. The meshes (device 1 and device 2) were excised. The hernia defect was measured and repaired using sutures.¿

Manufacturer narrative:
Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2013) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.